Event description:
Complainant alleged that during a routine shift check by a clinician, the device's joules setting powered on at 2 joules and could not be increased. The complainant indicated that there was no pt involvement in the reported failure.